Event description:
It was reported that the bd insyte¿ autoguard¿ was missing the safety mechanism.

Manufacturer narrative:
Correction: this MDR was over-reported. Bd cannot confirm this claim as this product does not have a safety mechanism for needle retraction. Conclusion(s): based on the results of the investigation so far it has been verified that the item claimed does not apply to this product since the claimed product does not have the safety mechanism for needle retraction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ was missing the safety mechanism.